Event description:
It was reported that the patient was experiencing frequent ipg charging and inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads where replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70 ,serial: (B)(6) batch: 18389539. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18437506/17811317.